Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the cutter would not cut properly. The probe was exchanged and after a five minute delay, the case was completed with no harm to the pt.